Event description:
Upon removing the neuron max from the placard of the package, the physician noticed a kink between the strain relief sleeve and catheter body. The catheter was not used in the patient, and a replacement catheter was opened and used successfully.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device discarded.